Event description:
Pt was given im injection in left gluteal muscle using 22g safety needle. After injection given, went to pull needle from tissue, needle stayed in pt. Appears needle disconnected at safety hub. Needle pulled from pt intact.